Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the patient experienced diaphragmatic stimulation while being paced. The physician suspected it was due to lead position. The lead was explanted. The patient was in stable condition post-procedure.